Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Please describe how the adhesive was applied. Which preparation was used before, during or after the use of the adhesive? Was bandage placed on the incision? If so, what kind of covering dressing is used? No, it was not;. Not the patient hypersensitive or has an allergy to cyanoacrylate or formaldehyde? According to the analysis by the doctor, patient does not present an allergy. Is the patient hypersensitive to pressure sensitive adhesives? According to the analysis by the doctor, patient does not present an allergy. Have any patch or sensitivity tests been performed? No, it has not. Patient demographic data: initials / ID: (B)(6); gender: female; age or date of birth; (B)(6) 1990; bmi: not informed. Pre-existing medical conditions of the patient (i.e. Allergies, history of reactions) according to the doctor, patient did not present any dermatite problem. The patient has used or been exposed to glues/similar agents for repair, crafts, cosmetic use (eyelashes, nails)? No. Current patient status. The patient has already been discharged, with improvements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned additional information has been requested and received. - can you clarify whether corticosteroids have been prescribed by a doctor? - or have corticosteroids been bought at the counter? The corticosteroids was prescribed for the patient, by the doctor himself who performed the procedure of the patient. Dra. Silva reis additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Current patient status. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an abdominoplasty on (B)(6) 2023 and topical skin adhesive was used. Patient presented allergic reaction. According to the surgeon, the patient had to remove the product after 6 days of use due to itching. There was no improvement after removal of the product. Treated with prescription corticosteroids. Additional information has been requested.